Event description:
The rep is reporting that during a shoulder procedure when the electrode was activated a light spark would fire at the return part of the electrode. When this happened patient's shoulder would twitch. The surgeon immediately used another s90 to complete the case with no patient consequences.

Manufacturer narrative:
The complaint device was received and visually evaluated, that is both with the naked eye and under power. The distal tip of the device, the white plastic manifold, appears slightly burnt/melted and degraded, there is mass missing from the manifolds between 4 to 8 o'clock. No lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The manufacturer has historically developed hypotheses for this issue that could potentially lead to this type of failure: tip burial activation: this can cause carbon tracking between active and return creating an "output short" error code on the generator. This is considered to be a user issue and external failure. Activation outside of the saline field: this can cause thermal damage to the tip, in turn reducing the distance between the active and return paths. This is considered to be a user issue and external failure. These hypotheses are being evaluated through a long-term study towards, if not completely eliminating, greatly reducing this failure mode. The device is being forwarded to the manufacturer for a root cause failure analysis. If the manufacturer's analysis identifies a root-cause outside of this initial hypothesis, it will be reflected in a follow up report. It was reported that the patient's muscle was stimulated during activation due to the stray energy coming from the electrode. We do not know what impact this may have, if any, on the patient. We are filing a report to document this event. No further action is warranted at this time.